Manufacturer narrative:
Continuation of d11: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that at patients appointment there was no infection found the provider believed that there was puss under the subque layer that was draining. Rep reported that no under imaging, the paddle lead has pulled out of the epidural canal completely and patient is waiting to be scheduled for a lead revision. Surgery not yet scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 21-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rpe reported that the patient stopped feeling stimulation. The rep indicated that they had the patient attempt to use all 3 programed groups and increase stimulation to the maximum level that the patient could reach with the controller, but the patient wasn¿t feeling stimulation. The rep had the patient attempt to move into different positions, but the patient was still unable to feel stimulation. The rep indicated that the patient didn¿t have adaptive stimulation active on the device. 2020-aug-25 additional information was received from the rep. It was reported that the cause was not determined. Patient is scheduled to see surgeon on (B)(6) due to possible infection. Device interrogation will be done at appointment. Rep also planned to confirm connection status of leads and run impedance check. After appointment with surgeon on (B)(6) patient was sent for imagining the imaging showed that the lead had come out of epidural canal. Surgical intervention is planned but not yet scheduled.